Event description:
The hospital biomed reported that in the report from a daily opcheck there was a failure with the charge button. No patient involvement was reported.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.